Event description:
Information received indicates the trendelenburg function will not work.

Manufacturer narrative:
The technician isolated the issue to a bad trend valve seat. He replaced the valve to repair the bed.